Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement. A connection issue is thought to be the cause, however an x-ray was taken which was inconclusive. The patient was seen in the clinic approximately one month later and reported falling four times due to tripping on objects. No syncope was reported. The patient was not sure if she has fallen on her shoulder area. The patient also complained of pocket pain and admitted that when she sleeps she has twisted the pacemaker a few times. Thus, there is concern over the patient have twiddler's syndrome. Another x-ray was taken, but the results have not been seen to date. Review of the remote monitoring system data found oversensing of noise on the right ventricular (rv) channel which resulted in inappropriate ventricular event stored. It was noted that there has been no pacing inhibition or asystole as the patient does not pace in the ventricle. The field representative performed isometrics and was able to reproduce the noise when the patient pushed her palms together and when she reached her left arm across her body. A revision procedure was performed where the lead was explanted and the device remains inservice. It was confirmed that the patient twiddler's syndrome caused the rv lead to dislodge. No additional adverse patient effects were reported.